Event description:
Caller states the patient tested 1.8 inr on coaguchek system 1 and 3.2 inr on coaguchek system 2. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with (B)(4) for suspect device in coaguchek system 2.